Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided.

Event description:
Consumer alleges using the heating pad while sleeping woke up to the controller on fire and caused damages to his bedding.

Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Consumer has not returned the product.

Event description:
Consumer alleges using the heating pad while sleeping woke up to the controller on fire and caused damages to his bedding.